Event description:
A customer in (B)(6) reported to biomérieux a misidentification of eisenbergiella tayi as terrisporobacter glycolicus (clostridium glycolicum) in association with the vitek® ms instrument involving an informal survey sample. The eisenbergiella tayi organism was deliberately selected for proficiency testing as it is not found in the vitek® ms database. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
An internal biomérieux investigation was performed with results as follows: additional information was requested from the customer and not provided making it difficult to investigate this issue. A review of complaint history records discovered this is the only complaint for misidentification of eisenbergiella tayi since october 2015. To be noted also that there is a system limitation if the species tested is not in the vitek® ms knowledge base (kb). This limitation has been communicated to all vitek® ms customers through fsca 3305 in february 2017 and is also included in the kb user manual ref. 161150-556- b for vitek® ms clinical use v3.0 "testing of species not found in the database may result in an unidentified result or a misidentification. Note: interpretation of results and use of the vitek® ms system require a competent laboratorian who should judiciously make use of experience, specimen information, and other pertinent procedures before reporting the identification of test organisms. Additional information known to the user, such as gram stain reaction, colonial and cellular morphology, and growth aerobically or in co2 should be considered when accepting vitek® ms results." Indeed, vitek® ms system identification is based on a species pattern classification. The system limitation is due to the use of a predictive modeling based on a supervised learning. Typically, such a model includes an algorithm that learns certain properties (peaks presence) from a training spectra dataset in order to make those predictions. When the microorganism tested is not part of the training dataset, no specific species pattern will be available in the database for comparison. Consequently, the system can give: - no identification (most probable answer) when the spectrum acquired does not match with any species pattern. - a low discrimination identification (often the same genus than expected) when the spectrum acquired presents high level of similarity with multiple specific species patterns present in the database. - an incorrect single choice identification to the nearest pattern species (often same genus than expected) when the spectrum acquired presents high level of similarity with a specific species pattern present in the database.